Event description:
The customer contacted philips healthcare to report that the electrode plates are broken. The device was evaluated by the customer who clarified the symptom as the external paddles set broken. There was no reported patient involvement/adverse patient impact.